Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10 the device was returned to the factory on 10/05/2020. An investigation was conducted on 10/22/2020. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood were observed. The gray silicone insulation on the side of the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled;jaw" was confirmed, but was not confirmed for the reported failure "material twisted/bent wire". The DHR, shop floor paper work was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25151914 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the customer stated that the jaws were damaged before they even touched/opened the device, they could see the damage through the clear packaging. The jaws appeared smashed, the energy wire was crushed and pushed off insulated jaws. . A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the customer stated that the jaws were damaged before they even touched/opened the device, they could see the damage through the clear packaging. The jaws appeared smashed, the energy wire was crushed and pushed off insulated jaws. A replacement device was used to complete the procedure. No patient involvement.